Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to dirt on the electric contact part of the video connector and imaging unit failure. The manufacturing record was reviewed and found no irregularities. The possible cause was failure of the image sensor unit and circuit board inside the scope connector, but the exact cause could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that scope communication error b30 occurred. There was no report of patient injury associated with the event. The event date was unknown.